Event description:
The account alleges the blood pressure sensor was found leaking blood and protruding during blood drawin on a patient. No reported patient injury.

Manufacturer narrative:
The suspect device was not returned for evaluation.the complaint could not be confirmed. A root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. During product history review, no exception documents were found.